Event description:
Customer called to report a fluid leak in the coulter lh750 hematology analyzer. The field service engineer (fse) found that there was a pinch hole in the tubing through vl12b. The fse replaced the tubing and verified the repairs per the established procedures. The root cause of the leak is that there was a pinch hole in the tubing through vl12b. Customer stated that no one was harmed by or exposed to the leak, and that no patient samples or results were affected by the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).